Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. System operates as intended.

Event description:
Customer reported the left monitor was going black. No pt injury was reported.